Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 181 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was not bumped or dropped prior to the alarm. A motion sensor test failure alarm preceded the critical pump error. However, the insulin pump was not returned or replaced.